Event description:
A total shoulder arthroplasty was revised in a female pt after falling and sustaining a dislocation, and rotator cuff tear resulting in the glenoid components disassociating and a compression screw breaking.

Manufacturer narrative:
Engineering eval of the returned devices, pt x-rays and communication with the surgeon indicates the pt was doing well prior to the incident. Due to poor bone quality and trauma the fixation of the glenoid plate to the scapula was impaired, resulting in the compression screws carrying the majority of the applied load.